Event description:
It was reported that the patient transmitter has stopped functioning after a nearby lightning strike. Upon removal of the ac power adapter, charring was observed at the prongs. The unit was replaced.

Manufacturer narrative:
(B)(4).